Manufacturer narrative:
(B)(4) the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as a red rash and was located where the medical tape touched the skin. Affected area was treated with benadryl cream prescribed on (B)(6) 2015 for allergies unrelated to continuous glucose monitor (cgm). At the time of contact, the patient's reaction had healed. Additional event or patient information was not provided.